Manufacturer narrative:
(B)(4). There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by peritoneal dialysis patient that he was experiencing stomach pain and the effluent coming out of patient was murky. The patient also reported having an elevated temperature of 100.5 degrees fahrenheit. The patient stated that the doctor was aware and the doctor noted this to be due to infection. The patient's peritoneal dialysis registered nurse (pdrn) later confirmed that the patient was diagnosed with peritonitis following a positive peritoneal dialysis fluid culture with gram positive staphylococci. The patient was treated the antibiotic vancomycin. The patient's pdrn stated that the patient was recovering from the peritonitis and the cause was touch contamination.